Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estiamted.

Manufacturer narrative:
The report that the device was replaced due to eol was not confirmed. Analysis of the device found it had not declared eri or eol and the minimum battery voltage reached was 2.855v. Device had no physical anomalies, communicated with all lab utilities, and passed all tests on the ate (automated test equipment).